Event description:
It was reported that a patient's right atrium leadless pacemaker (ralp) presented in reset mode upon interrogation. It was also noted that there were telemetry issues during implant. The ralp was restored back to normal settings. The patient condition was not known.